Event description:
It was reported that the 9800 system is presenting low ma errors and images are not stabilizing. It was also noted that the wig-wag assembly has excessive slack. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the snubber board, x-ray tube, high voltage regulator board and wig-wag brake assembly. The system was tested and found to be working as intended and placed back into service.